Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the signal was not output to the video connector channel (y/c) due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found that there was no signal output from the video cable due to a defective printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center had no image. The unspecified procedure was completed using the same device. There were no reports of patient harm.